Manufacturer narrative:
Exact date unknown, event occurred five years ago. Explant date: 2015.

Event description:
It was reported that the patient had a pocket site erosion. The patient underwent an explant procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.